Event description:
The alleged device was returned for investigation, and it was confirmed that the device malfunctioned. The cause of the customers complaint is melted usb-c charge port.

Manufacturer narrative:
The alleged device was returned for investigation, and it was confirmed that the device malfunctioned. The cause of the customers complaint is melted usb-c charge port.

Event description:
A consumer reported that a philips one power toothbrush caught on fire while charging. No injury or property damage was reported.

Manufacturer narrative:
The event date is approximate. Manufacture date not provided or identifiable. Product was not returned to confirm a malfunction has occurred.